Event description:
Duirng a percutaneous transluminal angiography, negative pressure was admitted to the balloon during its preparation however negative pressure was not accomplished. Product box and device were inspected without any abnormalities present prior to prepping. Subsequently the balloon was inflated using an indeflator and was found that there was a leakage on the distal part of balloon. The product was not use in-patient and there was no patient injury reported. Another balloon catheter (brand and size unknown) was used to end procedure successfully. This product will not be return for evaluation and testing.